Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant medical products: 419688 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller indicated that after analyzing data from the transmission, the clinic needed to be notified to bring the patient into the clinic. It was discovered that the cardiac resynchronization therapy pacemaker (crt-p) had the implant detection set to "on" and would need to be turned off in order for successful transmissions to post in the remote monitoring network. Technical services left a voicemail with the clinic explaining the need to turn off implant detection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.